Event description:
It was reported that the patient was admitted to the hospital due to a 911 call on friday. The patient had been ruled out for a heart attack. An MRI of the neck, head/brain was where they were going to look. The patient had symptoms of high blood pressure (bp), passing out, dizziness, and headache almost 2 weeks ago. The patient stated it was a good week and half ago and had gradually gotten worse until friday (2015-(B)(6)) night . The patient sat down watching tv and everything got dizzy, clammy skin and could not move their arms. The patient's spouse stated the patient could not even talk and after was trying to tell their spouse to get the bp cuff, the patient remembered "nothing." The MRI was to rule out stroke. It was unknown if there was a pump issue but they did not feel that it was. The pump system was delivering bupivacaine and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).